Event description:
It was reported that an ilet displayed ¿connect cgm or enter bg,¿ dosing had stopped, and the user was in bg run mode without an active continuous glucose monitor (cgm). The user manually entered a blood glucose (bg) of 58 mg/dl after more than 12 hours of paused therapy and was instructed to treat the low with oral glucose and resume bg entries within range, along with education on bg run mode duration and the need to pair a cgm or change therapy after 72 hours. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to user not comprehending that dosing had stopped, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.